Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump wouldn¿t recognize the cassette. The event happened during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a delaminated downstream occlusion (dso) seal. A review of the event history log revealed a 'high alarm displayed: cassette not attached properly'. Functional testing was able to confirm and duplicate the reported problem. The dso seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.